Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the OEM. The OEM reviewed the DHR and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
The reference device will not be returned to olympus for evaluation as the handpiece was discarded after the procedure. The most likely cause of the patient¿s outcome can be attributed to user error. The instruction manual warns users ¿to prevent injury to the surgeon, surgical staff, and/or patient due to accidental activation, do not leave the thunderbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also, do not leave the instrument in contact with tissue, the patient, or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff, and/or patient, or a fire hazard may result.¿

Event description:
Olympus was informed that at the conclusion of a therapeutic laparoscopic assisted vaginal hysterectomy procedure, the patient¿s skin was noted to be burnt. The surgeon reported that the burn likely occurred while the handpiece was in the drape pouch. There was no bleeding reported. The patient¿s burn was treated with antiseptic and dressings by facility¿s burn team. The surgeon reported that a follow up has been planned with the burn team to consider conservative management versus an excision of the burnt skin. The intended procedure was completed with the same device. Additionally, it was reported that the generator settings were unknown. The device, cables and generator connection points were inspected prior to use with no anomalies found.